Manufacturer narrative:
(B)(4). Film evaluation results are: a review of CT¿s pre-endurant implant and 3d film report revealed that another manufacturer¿s bifurcated stent graft system was implanted in the patient. The bifurcate was positioned just below the renals and contrast was seen in the mid-sac from a possible type iii fabric endoleak. There was also a limb disconnection and a type iii junctional endoleak seen within the left iliac artery. The limbs were separated by ~4 ¿ 5cm, and were not radially aligned within the tortuous and aneurysmal left iliac artery. The distal end of left limb was placed into the left external iliac artery, and the distal end of the right limb was within the right external. The left iliac limb diameter proximal to the separation measured 17mm, the limb distal to the separation measured 15mm, and the left iliac artery aneurysm diameter was 77mm. The stent graft was patent and no occlusion was seen distal to the devices. Review of CT¿s 1-day post-endurant implant revealed that several endurant limbs had been implanted into the left iliac, re-lining the other manufacturer¿s earlier seen limb separation and extending distal to the previously implanted device into the left external iliac. Above the level of the flow divider, contrast was seen outside the other manufacturer¿s stent graft from a possible type iii fabric endoleak. Beginning at the flow divider, the left limb stent grafts were 100% occluded. A likely kink was seen at the distal segment of the endurant limb within the left external iliac artery. Partial blood flow resumed at the left femoral artery; down the left leg. Two still angio images during an intervention confirmed that the left distal limb was kinked ~90 deg within the left external iliac artery, and the left limbs were occluded. Another image post-intervention showed that one or more stents were placed within the previously kinked limb, straightening the kink, and resolving the limb occlusion. Blood flow also resumed distal to the left limbs. Review of CT¿s 3-days post-endurant implant revealed that bare metal stents had been placed into the left external iliac artery, straightening out the previously kinked distal iliac limb and resolving the left side occlusion. The previously occluded left external also appeared to have resolved. The previously seen type iii endoleak coming from the bifurcate was also observed. No other endoleak or any other issues were observed. It appears that the likely cause of the left limb occlusion was due to the stent graft kink within the tortuous iliac artery. Endurant limb interaction within another manufacturer¿s stent graft may have also contributed to the occlusion.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a type iii separation endoleak of another manufacturer's stent grafts. It was reported that all three grafts were implanted on the patient's left, the distal piece etlw1613c156e was implanted first then the etew2020c82e was extended proximally out of the etlw1613c156e. A type iii endoleak was still noted and the physician requested a palmaz stent which was not available at the facility. They then decided to implant the etew2424c82e with in the etew2020c82e and the endoleak resolved. It was then reported that one day post implant the patient developed left leg pain. A CT revealed that the left common iliac and the distal vessels were clotted. An angiogram then revealed that there was a kink in the distal aspect of the implanted endurant ii 16x13x156 stent graft limb and the thrombus extended up the entire left limb to the bifurcated stent graft. The angiogram also revealed that there was no blood flow distally through the left common iliac artery. The physician elected to perform a thrombectomy and implanted a bare metal stent in the left external iliac artery and the event was resolved. Per the physician, the cause of the event was due to patient anatomy of a very tortuous external iliac combined with the other manufacturer's stent; which did not allow for the natural curve of the left external iliac. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.